Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on (B)(6) 2019 was confirmed via the provided log file. The mobile power unit s/n (B)(4) was not returned for analysis. As a result, the exact cause of the reported no external power alarm was unable to be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the no external power event; however, no additional information was provided. To data, the mobile power unit s/n (B)(4) was not returned for evaluation and this complaint file will be closed accordantly. Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power alarm occurred on (B)(6) 2019 while the mpu was in use. No additional information was provided.